Event description:
It was reported that the patient was having difficulty charging and discomfort at the site due to the ipg not sitting flat in the pocket. It was also noted that the patient was having difficulty aligning the charger to the ipg and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein the ipg site was moved. The patient was doing well postoperatively and the explanted ipg was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.